Manufacturer narrative:
One 8x25mm biosure regenesorb screw was returned for evaluation. Visual assessment of the screw confirmed the reported breakage. Approximately 20mm of the distal threads have been broken off and were not returned for examination. Dimensional assessment of the screws major diameter and wall thickness was performed and found to meet print specifications. Clinical details were provided confirming that an undersized tap was utilized to prepare the insertion site due to the presence of hard bone.

Manufacturer narrative:
Foreign zipcode (B)(6).

Event description:
It was reported that the regenesorb screw broke in the mid-procedure, fractured where the screw head meets the screw fenestrations. It was surgical decision made to use smaller tap, coupled with tough bone caused the screw head to fracture. The screw head that was broke free, was removed. The procedure was completed with the same device and no delay or patient injury was reported.